Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a right ventricular (rv) lead integrity alert was triggered. The patient was seen in the clinic and oversensing was noted on stored electrograms and there were short v-v intervals. Device pacing and high voltage therapy was disabled. The lead will be replaced at a future date. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received that the pace/sense portion of the lead was possibly fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received that on the date the lead integrity alert was triggered, right ventricular (rv) tip to rv coil impedance had increased 5 times its value. The non-sustained tachycardia episodes collected show noise being sensed on the rv lead.

Manufacturer narrative:
Additional information: the lead has been returned.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).